Event description:
The patient presented for a generator replacement on (B)(6) 2026. During procedure, after connecting the new pacemaker (pm), the right ventricular (rv) lead impedance was elevated compared to the patient¿s pre-procedure baseline. The original pm was reconnected and tested through the pacing system analyzer (psa) showed impedance values consistent with the patient¿s pre-procedure baseline. However, the rv lead was reconnected to the new pm again and produced persistently elevated impedance despite multiple update attempts. Therefore, a replacement pm was implanted and demonstrated impedance consistent with patient¿s pre-procedure baseline measurements. The procedure completed without issues, and the patient was stable throughout.